Event description:
It was reported that the patient had a micl 13.2 implantable collamer lens implanted in the left eye in 2008. As part of the postmarket study, the patient reported that he was experiencing a halo/starburst. The surgeon's office was contacted and the doctor stated that she believes that this condition is the result of the patient having large pupils, 7mm, which are grazed by the lens during dim lighting. The patient was last seen approx seven months later, and at that time the bcva was 20/15. See MFR report# 2023826-2009-00651 for the other eye.

Manufacturer narrative:
Evaluation results - a work order search was conducted and there was no similar complaints found.